Event description:
Complainant alleged that the clinician was attempting to cardiovert a patient's (age and gender unknown) heart rhythm, but the device displayed a "defib pad short". The clinician obtained another device and successfully cardioverted the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. Medwatch report number 1220908-2001-01629, documents a second event that occurred with this same device on the same day as this event, and which has the same event description.